Event description:
Treatment of a large unruptured amorphous aneurysm measuring 15.50mm x 6.00mm located in the cavernous segment of the right ica (internal carotid artery). The vasculature was somewhat tortuous, but not unusual. The patient was on dual anti-platelet therapy. On (B)(6) 2014, the patient underwent pipeline (4.75mm x 25mm) embolization treatment. During the procedure, it was reported the physician rotated the pushwire 2-3 times and the tip coil broke off. The broken segment was removed from the patient with a snare. The pipeline was successfully implanted. A hyperform balloon was used to ensure proper wall apposition (an option presented in the instructions for use, u.s.). Post procedural angiogram showed an eclipse. The patient is in stable condition.

Manufacturer narrative:
The marksman catheter and the proximal broken pushwire segment were returned for evaluation without the pipeline or the broken tip coil as the pipeline was implanted in the patient and the broken tip coil was lost prior to return. Cross sectional analysis of the break surface indicated that the failure mode appeared to be consistent with tensile overload. All products are 100% inspected for damage and irregularities during manufacture. (B)(4).

Manufacturer narrative:
Reference cer (B)(4) follow-up 1.